Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported the ipg did seem to be tilted. In absence of any other explanation, we are assuming this is the cause.

Event description:
The rep reported they have an appointment with the patient and a manufacturer's engineer on (B)(6) 2023 for further diagnostics. On 2023-oct-11 additional information received. Had conference call with rep and patient (pt) in clinic. Ins position in pocket was assessed and there was a bumpy area over the top of the ins and ins not flush to skin. The main body of the ins is also tilted inward towards the body somewhat. The pt wasn't able to tell if the ins is moving around in the pocket with body movement. Pt still using group d all the time and pt still using the same settings being used at sept 7 visit. Pt uses group d for day time and has been manually turning it down when pt goes to bed but would prefer using as. Rep created a new group f and oriented and programmed as feature for upright, lying right and left, lying back and reclining (since pt sleep in bed in more of a reclining position). After this, pt's position was checked in lying back, l. Right and l. Left, as well as upright, sitting in chair upright and sitting in chair leaning forward and standing upright. All positions were showing as correct. Technical services (tss) and rep discussed with pt that pt could try group f using as again and see if that works for them, but because of the tilting of the ins, it could cause as not to work as intended. Rep reviewed that the pt could go back to group d if needed for their usual day settings and then pt may have to manually turn the settings down when pt goes to bed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). It was reported that rep saw patient in the office and he said adaptivestim was not working correctly. He stated that it would show the wrong position as well as in certain positions it would show a question mark. I re-oriented his device and re-set amplitudes for the upright and all 3 lying positions. Before I closed the session I checked the orientation on my tablet and it showed the correct values. We then took his patient programmer and checked positions and it showed them correctly.this was tuesday. However he called yesterday saying the same issue was happening and that it was showing the incorrect position as well as incorrect intensities. He also sent me a screenshot, which I will include. At this point we will probably see him back in the office and disable adaptivestim. Patient had return of pain. It was reported that back in (B)(6) after setting up as for pt and they noted that the orientation was not displaying correctly on their pt controller. Mdt rep reports that he met with the pt shortly after, re-configured the positioning of as, and checked that each position was shown correctly on both cp and pt controller. Pt now reports that again it is showing the wrong orientation when he changes position. The caller was not with the patient. So troubleshooting was not available. Tss reviewed checking the transitions and angles, reorienting the positions, and potentially compiling mdt data report. Mdt rep reports that he will schedule an appt with the pt to try these things and will call back if further troubleshooting is needed. Additional information was received from the manufacturer representative (rep). Ins pocket site hasn't been assessed to check for ins moving around in pocket when pt moves or changes position. Pt is heavier so tss also recommended ruling out the ins is not in a skin fold or other position that could impact the orientation of the ins. To caller's knowledge, the pt was first programmed (by another mdt field person) with as on (B)(6) 2023 and the pt had issues with the correct position showing right away with as use. Pt uses group d most of the time. Pt noted that on (B)(6) 2023, pt was standing for a period of time and checked his position and therapy values and he was seeing "unknown" position and all intensities were at 0.0ma. Tss reviewed this would be expected values when the position is unknown but more troubleshootingneeds to be done as to why the patient's positions aren't registering correctly. Pt uses different settings for night and day so is interested in using as if possible. Caller knows pt has issues with upright position but is unsure if lying positions are an issue. Tss reviewed that most effective troubleshooting would be done with pt in clinic to re-program as and go from there.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.